Event description:
Tampon stuck inside me - vagina [foreign body in reproductive tract]. Product stuck inside of me for a month now - tampon [incorrect product administration duration]. Case narrative: consumer reported via e-mail that the tampon was stuck inside of her for a month. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.